Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no unexpected restart error alarms. The insulin pump passed the restart error test and self test. The insulin pump had minor scratches on the display window and a small crack on the battery tube threads.

Event description:
Customer reported receiving recurring error alarms on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.